Event description:
It was reported the handpiece has high relateive dc voltage levels in diagnostic mode. The numbers start high and then drop over time. The handpiece was sent down from a case with "no output". The customer did not know the outcome of the case.